Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer did not provide the blood glucose value at the time of admission and did not provide any further information about the hospitalization. The customer stated that their old insulin pump was stuck in the prime sequence. The customer declined troubleshooting. The customer had to get off the phone. The customer did not return the product back for analysis.